Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the compressor is loud. As stated on the repair statement additional malfunction on this device: pilot valve will cause shut down.